Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during surgery an instrument (guide wire handle) was found to be unusable as it was found to missing a part. It was necessary to open an additional set to use the handle from that set to finish the surgery."

Manufacturer narrative:
Please note the correction to h6 component code. The reported event could be confirmed, since the device was returned, and matches the alleged failure. Device inspection revealed the following: we received the guide wire handle, in which the pin was missing from the clamping lever, which was also not returned for investigation purposes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The investigation revealed that as per the design version according to which the device was manufactured, no design or manufacturing related deficiencies were found or could be concluded. No specific root cause of the issue could be determined. However, to address the issue of bolt detachment, an improvement in the design was done through an nc. In the change, the bolt after being press-fit into the hole, it was mandated to seal it with welding. Since the design change, no similar complaints have been reported. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during surgery an instrument ( guide wire handle) was found to be unusable as it was found to missing a part. It was necessary to open an additional set to use the handle from that set to finish the surgery."